Event description:
Procedure type: lap nephrectomy. According to the reporter, a rubber piece from the device fell into the abdomen. The piece was noticed and retrieved. A second device was not required. The case proceeded without further complications. No injury or ill-effects to the pt. No further pt information was provided.